Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) .

Event description:
It was reported that when they tried to open a stored ventricular high rate episode on the implantable pulse generator (ipg), there was a message that said, "invalid data received from pacemaker unable to display graph." They ended the session and re-interrogated device to see if they could view episode data, and the episodes were not in the list. The device remains in use. No patient complications have been reported as a result of this event.